Manufacturer narrative:
H6. Evaluation results - visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. Conclusion - ( no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the haptic and cartridge were not returned for evaluation.

Event description:
It was reported that the haptic of an aa4203tl toric silicone single piece lens was torn. Additonal info has been requested from the facility, but to date none has been forthcoming. If additional info is received, a supplemental medwatch will be sent.